Event description:
The screw shank portion of a size 8 pedicle screw separated from the pedicle head portion during a surgical procedure in 2007. The screw was replaced intra-operatively with another size 8 pedicle screw. A week later, the screw shank portion that was replaced intra-operatively was reported to have separated from the pedicle head portion. The size 8 screws were explanted from the pt a week later.

Manufacturer narrative:
Returned device is being evaluated.